Manufacturer narrative:
A lumenis service engineer visited the site eleven (11) days after the reported event and examined the laser system. The engineer found loose nuts on the switching module of brick #4 which caused the malfunction with the hv pmcu. The engineer tightened the nuts on the switching pcb, and then inspected optics, checked alignments, and checked power output; all of which passed tests, and the system was returned to the facility having met manufacturer's specifications. A review of the subject device history records (DHR) determined that the subject device was manufactured, tested, and found to have met all lumenis specifications prior to release of sale. A review of historical product complaints shows that the same malfunction of intraoperative charger failure has not led to serious injury in the past. A review of system risk files ((B)(4)) revealed risk #2.2.1; high voltage power supply failure which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation.the risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction.

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120h laser was being utilized, the display presented errors 208, 58, and 203, and the laser could no longer be used. The remainder of the procedure was completed by use of an alternate 20w holmium laser. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.